Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter there was silicone on the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the safety IV venous catheter had two silicone and one needle.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter there was silicone on the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the safety IV venous catheter had two silicone and one needle.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 3003916417-2023-00124 was sent in error. Additional scrutiny determined that there was no foreign matter, simply a manufacturing defect of an additional silicone catheter piece that would cause the device to be unusable. MFR#: 3003916417-2023-00124 is void as a result.